Event description:
The surgeon suspects the patient has an infection and has an infection and has scheduled a revision surgery 2 months post primary. Cocr ball head and bipolar head were revised, while the stem was kept in place. Reference manufacturer # 3005180920-2013-00079.